Event description:
It was reported that the patient was having an ureteroscopy procedure to remove a kidney stone utilizing a holmium laser console. An error message appeared on the laser console screen indicating there was a footswitch connection problem. The surgical technician and nurse restarted the laser console. In addition, the footswitch cord was disconnected from and reconnected to the laser console, but the error messaged persisted. The physician was unable to activate the laser. The footswitch cord then fell off from the laser console connecting receptacle and breaking into 3 pieces. The physician was unable to complete the procedure and placed a ureteral stent to allow the kidney to drain. The physician informed the patient that she would need to return for a second procedure to remove the stone. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.